Event description:
"The patient had this port-a-cath implanted on (B)(6), 2026. On (B)(6) 2026, the patient was scheduled to receive chemotherapy. A port-a-cath was checked, and the patient experienced pain upon injection of nacl. Contrast-enhanced imaging revealed a split in the tubing, with the intravascular portion migrating into the heart within the atrium. The patient experienced a temporary deterioration in her condition. The port-a-cath was removed on (B)(6), 2026, and replaced with another port-a-cath on (B)(6), 2026 (lot 9560160, expiry date march 23, 2026)."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under # 510k130576. The complaint concerns 1 unit of celsite st305 sm set sil 6,5f IV reference (B)(4) from batch 9559795. Device history record batch record file number 9559795 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on this batch released in march 2026. Summary of investigation the catheter involved was returned. The completed form "request for information - acces port incident", two x-ray pictures and operative reports were transmitted for investigation. -transmitted information analysis: the device was implanted on (B)(6) 2025 via jugular vein. The reported incident occurred on 19 may 2026. The impacted device was subsequently explanted on (B)(6) 2026. The implantation period is very short. Implantation report: port catheter implanted via the right internal jugular vein for chemotherapy. Catheter position was fluoroscopically confirmed, and no procedural complications were reported. Chest x-ray report: post-implantation chest x-ray confirmed correct catheter positioning with no signs of complications. Retrieval report: a migrated catheter fragment was identified in the right atrium and successfully retrieved via the right femoral vein under local anesthesia and radiological guidance. No procedural complications were reported. - x-ray pictures review: picture 1 the catheter and the connection ring are connected to the exit cannula of the access port housing. The catheter appears to have been inserted via the jugular route. The x-ray picture shows a discontinuity of the catheter at the level of the right internal jugular vein entry site, consistent with catheter fracture and separation of the distal catheter segment from the port chamber. The other part of catheter is not visible. Picture 2: the detached catheter is visible at the cardiac level, consistent with migration into the right atrium. - visual inspection of the returned device: only the migrated catheter was received. The catheter measured approximately 12.3cm long. The rupture facies is partially irregular with a localized zone presenting a clear, cut-like aspect with pliers marks. This means that the material was damaged during the implantation procedure, most likely during insertion into the internal jugular vein. - dimensional measures: the dimensions below were verified on the returned sample: -> outer and inner diameters of the catheter, all the measured dimensions are compliant with the defined specifications. - tensile test on sample: a tensile test was performed on the catheter involved. The result is compliant with the applicable requirements, as the rupture force obtained is higher than the minimum force specified in iso 10555-6. - raw material historical review: the batch records of the catheters included into the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. -manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause the incident was caused by mechanical damage to the catheter during the implantation procedure. The rupture site was located at the entry point of the internal jugular vein, and tool marks were visible on the fracture surface, indicating damage caused during insertion. Subsequent patient movements and respiratory activity likely contributed to the progression of the initial damage, ultimately resulting in catheter rupture only a few days after implantation. The IFU specifies several recommendations to avoid this type of complication. Conclusion the catheter has been damaged by a tool/forceps during the implantation procedure. This type of incident is known. This is a rare incident. The incident is not imputable to the device, no corrective action is envisaged as IFU already gives recommendations to avoid this type of incident.